Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a review of the pump black box data revealed multiple loss of prime warnings associated with a low, non-zero force. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. Unrelated to the original complaint, the audio bolus button cover was opened and the slug was found to be missing. There was no damage observed on the audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.